Event description:
It was reported that the implant at tooth #5 was removed due to infection & bone loss. Patient had implant placed 2 months ago and came in with implant #5 halfway out of gum tissue. Dr. Stated it was due to bone loss and infection as to why implant failed. Pt will return in 1 month for new imaging for possible bone graft to for implant to be put back in.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.